Manufacturer narrative:
Updated field: b4; g3; g6; h6 investigation, investigation findings, investigation conclusions; h11.

Event description:
N/a

Event description:
It was reported by the customer that, during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak. There was no harm or injury reported to the patient.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, could not replicate issue, user end error.

Event description:
N/a.